Manufacturer narrative:
After completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that a certas valve was implanted for hydrocephalus. The valve was adjusted to setting 3 with the tms tool and the setting was confirmed. After adjustment, a rx control photo was taken and it showed that the setting was not at 3 but at 8. The doctor concluded that the indicator tool is unreliable.

Manufacturer narrative:
Programming of a certas hydrocephalus programmable valve 1049 describe event some time ago, surgeon implanted a certas hydrocephalus valve in a pediatric patient and during the follow-up period the doctor adjusted the pressure setting to setting 3 by means of the programming tool tms (therapy management system, codman item 82-8850 with lot number am1007a). This setting 3 was confirmed by the indicator tool of the tms. One month after the adjustment, a rx control photo was taken and this photo showed that the setting was not 3 (109mm h20 pressure) but 8 (?virtual off? Position = > 400mm h20). Surgeon concludes that the indicator tool is unreliable. Since the doctor initiated earlier this year 4 other complaints related to certas, she no longer trusts certas. Surgeon will provide me with more information as soon as possible because she cannot give me right now all the details regarding lot number etc. 10/18 additional information explained yesterday, at last I was able to speak to the surgeon in (B)(6). She provided me with some extra info regarding the above mentioned complaint and she gave me the explanted certas that you will receive asap. On the label of this certas the following was printed: +h20082880314, +ss3120430cmdjt4t. On (B)(6) 2013 the surgeon adjusted the setting of the certas from setting 4 to setting 3. On (B)(6) 2013, a rx control brings to light that the setting of the certas is not 3 as surgeon expected but the setting is 8 and also the ventricular catheter seems to be disconnected from the certas valve. The doctor then adjusts the setting to setting 2 and on (B)(6) 2013. Surgeon explants the certas and replaces the certas valve by a sofysa polaris valve. She notices a growth of the head of the patient but the surgeon is unclear if this growth results from the problems related to the adjustment of the certas or from the disconnected ventricular catheter. Since the implant of the certas on (B)(6) 2012, the patient never got an MRI.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code was 82-8803 not 82-8800. Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and caused the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history records could not be conducted as lot # cmdjt4t is not valid. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.